Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose. Customer's blood glucose was 48 mg/dl. Customer declined to do troubleshooting for low blood glucose. Customer stated she feels the basal rates are too high. Customer stated she will discuss it with her healthcare provider. No further information provided.